Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that she is hospitalized in nursing home. Customer experiencing high blood glucose. The nurses are administering manual injections hourly. Nothing further reported.